Event description:
It was reported that the customer passed away in a hospital. The cause of death was ovarian cancer. The customer was hospitalized on (B)(6) 2015. The customer blood glucose, at the time of death, was unknown. The caller stated that at that time the insulin pump was already off. The customer was not wearing the insulin pump at the time of death; it had been disconnected since (B)(6) 2015. The customer was in the ICU and the insulin pump was removed by the doctors. That was also the last day that shows a last bolus being delivered. There was no blood glucose recorded in the insulin pump. The customer was using sensors but a sensor was not worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.